Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the stylus would not align with the arrow on the screen, as a result the overlay/bezel assembly was replaced and the stylus was calibrated. It was also noted that the latch tabs on the power cord bay door were broken and the paper guide on the printer drawer was missing. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.